Event description:
It was reported that the patients midline incision site was open, infected, and had a pustule that was draining. The physician believed that the symptoms were device related. The patient had an incision and drainage done, with debridement and washout of the infected site. The patient was also placed on oral antibiotics and was reportedly doing well. Additional information was received that the patients wound was still not healing well. The physician opted to explant the devices and placed on wound vac. The patient was doing well postoperatively. All explanted device components will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 7089623.

Event description:
It was reported that the patient's midline incision site was open, infected, and had a pustule that was draining. The physician believed that the symptoms were device related. The patient had an incision and drainage done, with debridement and washout of the infected site. The patient was also placed on oral antibiotics and was reportedly doing well.